Event description:
Erroneously elevated troponin (accu tni) result that was generated by the unicel dxl 800 acces instrument. Initially, the customer stated that they obtained an erroneous pt result in 12/2005; however, the pt results or any additional info were not provided for that date. During beckman coulter investigation, the customer indicated that they obtained an erroneously accu tni result from a single pt 8 days later. The accu tni result was 5.09ng/ml and was reported out of the lab. The customer indicated that per their lab policy, they repeated accu tni testing on the dxl and on another instrument in their lab. The repeated dxl result was 0.07ng/ml. The accu tni result obtained from another instrument was 0.08ng/ml. Based on available info, a valve was replaced on the pt 13 days prior to this event and the pt was presented in ER with palpitations. Per customer, the pt was discharged with a holter monitor.